Manufacturer narrative:
The event date was noted to be (B)(6) 2018, but it should be unknown. H6: patient code-c64343 (laparoscopic repair). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: a comparison of laparoscopic and open repair of subxiphoid incisional hernias source hernia, volume 22, 2018 (1083¿1088) date of publication: 29 august 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2010 and june 2015, on the surgical treatment of incisional hernias in the subxiphoid region. The authors reported surgical repair of hernias in this region were difficult and prone to recurrence. The surgical treatment can be done by open or laparoscopic repair but very little was known about which method was superior. The article reviewed data of 28 patients undergoing repair of subxiphoid hernias. Twenty patients had open surgery and eight had laparoscopic repair. Out of the eight laparoscopic repairs, three patients experienced recurrence. Post-operatively, one patient showed gastrointestinal symptoms with nausea and vomiting and another developed minor surgical side infection.